Event description:
In 1996, the cryopreserved aortic valve and conduit in question was implanted into a pt with a history of bicuspid valve, coronary artery disease, and calcification. Approximately 4 years post-operative (2000), the valve was replaced due to structural deterioration and severe aortic valve incompetence. According to the clinical report, calcification, cuso degeneration, and a tear were present.